Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 (approximately 8 weeks before this report). The patient complained of right-sided abdominal pain initially. The patient had endometriosis so it was difficult to exactly conclude the cause of the pain. In (B)(6) 2014, an imaging intensified scan showed that the essure has migrated and was sitting under the diaphragm. They could not see it laparoscopically so the physician believed that they would not be able to remove the essure via laparotomy or laparoscopy. At time of this report, the patient was not experiencing any other adverse events. The physician would like to know if it is ok to leave the essure there. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure(fallopian tube occlusion insert)inserted and experienced essure has migrated and is now lodged under the patients diaphragm. This event was considered serious due to medical significance and listed according to the reference safety information for essure and was regarded as incident since intervention was required (patient had a laparoscopy performed in which they could not see the essure). During essure micro-insert wearing there is a risk that the insert could move out of the fallopian tubes. This movement could be expulsion (movement out of the fallopian tube and into the uterine cavity/cervix/vagina or out of the body) or migration (movement to the distal fallopian tube or out of the fallopian tube and into the peritoneal cavity). In this particular case, it was reported that essure has migrated and is now lodged under the patient´s diaphragm. Thus, given the nature of the reported event, it was considered related to essure. Also, non-serious event abdominal pain was reported. A product technical analysis and follow up information were requested.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provide. The technical assessment concluded "unconfirmed quality defect" (see technical assessment). In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure(fallopian tube occlusion insert) inserted and experienced essure has migrated and is now lodged under the patients diaphragm. This event was considered serious due to medical significance and listed according to the reference safety information for essure and was regarded as incident since intervention was required (patient had a laparoscopy performed in which they could not see the essure). During essure micro-insert wearing there is a risk that the insert could move out of the fallopian tubes. This movement could be expulsion (movement out of the fallopian tube and into the uterine cavity/cervix/vagina or out of the body) or migration (movement to the distal fallopian tube or out of the fallopian tube and into the peritoneal cavity). In this particular case, it was reported that essure has migrated and is now lodged under the patient´s diaphragm. Thus, given the nature of the reported event, it was considered related to essure. Also, non-serious event abdominal pain was reported. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information will be requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 13-jan-2015. Follow-up attempts were done without success. Case closed. (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and an imaging test showed essure had migrated and was lodged under her diaphragm. This event was considered serious due to medical significance and listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the insert could move out of the fallopian tubes. This movement could be expulsion (into the uterine cavity/cervix or out of the body) or migration (distal fallopian tube or peritoneal cavity). Given the above mention information, a causal relationship between the reported event and the suspect insert cannot be excluded. This case was regarded as an incident, since a surgical intervention was reported (physician stated he could not see the migrated device by laparoscopy, although the reason for this procedure was not reported, a causal relation with essure cannot be excluded). A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.